Event description:
Medtronic received info that 14 months following the implant of this bioprosthetic valve, echocardiographic findings revealed paravalvular leak and central regurgitation. At explant, two paravalvular leaks with normal appearing leaflets were noted. No adverse pt effects were reported.

Manufacturer narrative:
(B)(4). Analysis: upon receipt at medtronic's quality lab, the valve was distorted. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow. The leaflets were slightly crowded at the point of coaptation. The free margin of the right and non-coronary cusps folded or pleated adjacent to the pont of coaptation. The fold of the non-coronary cusp free margin created a small gap at the point of coaptation. Remnants of glistening off-white pannus remained attached to all cusps along the inflow margin of attachment, into all inferior coaptive areas, and 1 to 3 mm onto all cusps. An unk amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization in the valve an/or host tissue. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product release for distribution. No issues were identified that would have impacted this event. Based on analysis findings, reduced performance of the valve is attributed to possible damage (distortion of valve)/possible pt prosthesis mismatch and host tissue overgrowth, which is generally considered a pt related condition.